Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during use the dermatome caused gouging of the patient and the skin required sutures. No additional consequences have been reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4: there were 7 device ids provided by the customer for this event; of these 7, only 1 was reported to be causing a gouging of the patient when used and the skin required sutures. It is unknown which exact device encountered this issue. It is one of the following: item number of all 7: 00880100100. Lot number of all 7: 65415179. The list of the 7 serial numbers: (B)(6). 510(k): exempt. EU class code: iib. Us class code: I. UDI: (B)(4). Product code: gfd. Medical device listing: c041134. This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the most recent repair record identified no repairs related to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.